Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that before the implant procedure, the device was attempted to interrogate. Upon interrogation, the implantable cardiac monitor delivered an error message. The device was not used. A new device was implanted successfully without any complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.